Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens and over riding plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the procedure was completed and there was patient contact with lens.

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, scratched iols with the company injector were noted. The over riding of plunger was noted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).